Manufacturer narrative:
Continued facility name : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis results: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reports rupture. This relates to the right device. Removal of device and replacement.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., g.1.

Event description:
Physician reports rupture. This relates to the right device. Removal of device and replacement.